Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not received at the complaint investigation site (cis) for analysis; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The target lesion was located in the right coronary artery. The 4.0x15mm nc quantum apex mr balloon was to be used for post-dilation of an unknown stent but it was difficult to cross the implanted stent. After crossing the stent the apex balloon was inflated once and ruptured. The procedure was completed with another device. No patient complications were reported and the patient condition is stable.